Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 23cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 2.5x14mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the shaft was broken. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.